Event description:
It was reported the pt has lost stimulation due to the charger and programmer being unable to communicate with the ipg. A replacement charging system was sent to the pt to address her issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered revealed the patient met an sjm representative for troubleshooting, but the ipg was unable to communicate with the programmer due to the ipg being inoperable. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.